Event description:
It was reported that the device had possible longevity battery issue. It was also reported that the left ventricular (lv) lead had elevated threshold. Therefore the device was removed and replaced with a new device and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944 implantable tachy lead: (B)(6) 2009. 5076 implantable pacing lead: (B)(6) 2009. (B)(4).